Event description:
The pt's wife reported that her husband obtained lower blood glucose readings with co's device. On approx 7/1/96, the pt opened the bottle. Throughout the next wk, he performed approx 4 blood glucose readings and all results were in the 30-50 mg/dl range. Because of the lower results, the pt thought there was a problem with his meter. He set the test strips and his meter aside and did not use them until he purchased a new battery in 8/96. After purchasing the battery, the pt performed another blood glucose test with device and the result was again, in the 30-50 mg/dl range. Because he continued to believe there was a problem with his meter, he went to his local pharmacy and purchased a new meter. The pt then performed a blood glucose comparison with device and another device. He obtained a blood glucose reading in the 90-115 mg/dl range with another test strip and a reading in the 30-50 mg/dl range with device. Because device continued to read lower, the pt's wife spoke with a co rep on 9/6/96, the contact did not have either brand of test strips available when she spoke with the rep. For this reason, neither a side by side comparison nor a normal control solution test could be performed. She did not have a check strip to test her husband's meter. The pt's meter was set to the appropriate code when all tests were performed. The contact does not known where her husband stores his test strips or whether he keeps the test strip bottle open for a prolonged period of time.